Event description:
It was reported that the user experienced prolonged hyperglycemia after replacing the cartridge and tubing while keeping the same infusion site, with blood glucose reaching 480 mg/dl for approximately 17 hours, and the device later indicating only 7 units remaining in the cartridge. Symptoms included no reported clinical manifestations despite elevated glucose levels. Outcomes included troubleshooting, education, suspension of insulin delivery, and subsequent infusion set and cartridge replacement followed by resumption of therapy, with blood glucose decreasing to 279 mg/dl by the end of support. Investigation included guided verification of insulin delivery steps, disconnection from the pump, and a full infusion set and cartridge change with fill and priming. Investigation of this case revealed an infusion set deployment issue that impeded subcutaneous delivery until the infusion system was replaced and therapy was resumed. It was concluded, based on previously established findings for similar reports, that user setup error involving the infusion set was the most likely cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.